Manufacturer narrative:
No products were returned as they remain implanted, therefore their actual conditions are unknown. DHR's were reviewed and found that the devices were manufactured to specifications. The devices were used for treatment. Implantation operative notes were unremarkable. Bone scan notes indicate the patient is experiencing right hip pain, and shows no abnormal radiotracer accumulation. Two-year follow up office visit notes state the patient complaints of constant groin, thigh and buttock pain that is worse with activity and improves with rest. There is indication of back-related issues, however there is no detail provided. The medical device reporting form also indicates that an MRI of the patient's back has been recommended. Component compatibility was reviewed with no issues noted. With the information provided, a definitive root cause cannot be stated.

Event description:
It is reported the patient experienced a three-phase bone scan due to pain. The scan found no evidence of infection or loosening of the hip replacement.

Manufacturer narrative:
This report will be amended when our investigation is complete.